Event description:
The company was informed that the pt experienced nausea and dizziness 12 days after implant surgery. The pt went to the emergency room and received a CT scan and IV (type unk). The pt was placed on cortisone and the doctor prescribed vestibular rehabilitation. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.